Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 2.75-3.25. The torque tested high ¿ 3.35. There was no known patient or hospital involvement. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> b)(4). UDI: (B)(4). Visual examination of the torque driver did not feature any immediately observable defects. The driver was tested mechanically tested and found to be within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.